Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed several cuttings in the insulation which occurred most likely during surgery. Blood penetrated the lead in this area. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the dc resistances of the conductors were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting impedance measurements greater than 2000 ohms, with no pacing or sensing due to dislodgement. A revision procedure was performed and the lead was removed from service and replaced without further incident. The event date did not make sense, so it was left off of this report.